Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.the receiver log was reviewed and firmware errors were observed. The reported event ofa frozen screen display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional event or patient information is available.